Event description:
It was reported that the event occurred during surgery, the item is a helical blade coupling screw. The cap broke off while the helical blade was being inserted during surgery. The surgery was completed successfully without delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One helical blade coupling screw (part 357.377, lot 5134684) was returned with the complaint that ¿the cap broke off while the helical blade was being inserted during surgery.¿ upon receipt of these devices, it was seen that the device is in two pieces. The knurled cap is detached from the shaft of the coupling screw, and there are hammer marks on the cap. This complaint is confirmed. The drawings for the helical blade coupling screw were reviewed and the design, material and finishing process are appropriate for the intended use of this device. This complaint condition is confirmed. The most probable root cause of this complaint is either off axis hammering, or hammering while not fully threaded, coupled with use over time. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of device history records was performed for the subject device and revealed there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.